Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # 3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site # 2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the flap tore at the hinge while lifting the flap which created a free-floating flap in an unknown eye of the patient during refractive surgery. It was unconfirmed whether it was due to the surgeon technique of lifting or flap creation. The surgery was completed was on same day.